Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the internal deionized water valve, primed the sample syringe, replaced the sample probe and adjusted the alignment of the ise (ion-selective electrode) sample probe to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight: patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.